Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating and completely failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed, unable to be recovered and was not communicating to device server. A field service engineer (fse) found that the entire station along with both the auxiliary tower and the smart remote manager (srm) was not functioning. After opening the top cover, the fse observed normal light activity on the device communication sled. The station was rebooted, and upon logging in as an administrator, the fse confirmed that the smart devices had the correct network addresses. It was discovered that the device firewall was enabled, preventing all devices from connecting to the main cabinet. The fse disabled the station firewall and rebooted the system, after which all drawers, the auxiliary tower, and the srm came back online. Upon launching the application after another reboot, a device not communicating icon appeared. The fse performed several network tests with the server, confirming successful communication, then initiated full synchronization. After synchronization completed, the non-communicating device icon disappeared, and the user was able to access the device and resolved the issue. The system functioned as intended after the field service engineer repaired the device.